Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient was hospitalized on (B)(6) due to elevated cardiac enzymes. During follow-up, the patient¿s pdrn reported the patient presented to the emergency room due to hypotension and dizziness (onset during ccpd therapy). Hematological studies revealed the patient was suffering from elevated cardiac enzymes (values not provided) and the patient was admitted. The details regarding the patient¿s hospitalization are limited, however the pdrn stated the patient was discharged on (B)(6) 2025 in stable condition with a cardiology follow-up appointment. Per the pdrn, it is unknown if a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events, however the patient did not report a fresenius device(s) and/or product(s) malfunction or deficiency prior to his hospitalization.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hypotension, dizziness, and elevated cardiac enzymes, as the patient was actively undergoing ccpd therapy when the symptoms began. The etiology of the serious adverse events could be determined; therefore, causality could not be established. It should be noted that limited follow-up precluded a more comprehensive clinical investigation. Per the pdrn, there were no issues with the patient¿s liberty select cycler that the clinic staff was notified of. Based on the information available, the liberty select cycler cannot be disassociated from playing a possible role in the development of the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the temporal relationship, unknown causality, no discharge summary, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient was hospitalized on 7/13 - 7/15 due to elevated cardiac enzymes. During follow-up, the patient¿s pdrn reported the patient presented to the emergency room due to hypotension and dizziness (onset during ccpd therapy). Hematological studies revealed the patient was suffering from elevated cardiac enzymes (values not provided) and the patient was admitted. The details regarding the patient¿s hospitalization are limited, however the pdrn stated the patient was discharged on (B)(6) 2025 in stable condition with a cardiology follow-up appointment. Per the pdrn, it is unknown if a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events, however the patient did not report a fresenius device(s) and/or product(s) malfunction or deficiency prior to his hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.